Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient stated they needed to have their ins taken out because their ¿colon¿ was ¿being taken out so¿ they ¿won¿t need the implant anymore because¿ they ¿won¿t have a colon.¿ the patient reported they were told to just turn the stimulation off but they said they didn¿t want an implant in their body if they didn¿t need it. The patient reported it wasn¿t ¿working for¿ them because their ¿colon doesn¿t¿ work at all.¿ the patient stated it started happening awhile ago but they couldn¿t narrow this down to a year. The patient was going to follow up with a health care physician (hcp). The patient stated their hcp was no longer there so hcp listings were sent to the patient. Additional information was received from the consumer on 2019-aug-15. The patient reported that they had a pre-existing colon problem and that this was the reason they had the device implanted. The patient stated that since their health care physician (hcp) had decided to remove their colon, they did not need the device anymore. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: patient called back and stated that they received a letter and could not answer the questions because they did not know how to answer them. Patient said they were extremely frustrated and could not find a dr. To take the device out. Patient repeated allegations already reported in the call. Patient services sent another letter for the patient. I have a device from your company, I live in dothan, alabama, and there were no doctors within thousands of miles that deal with that, and have been asking for a representative. They had surgery before in that town. They want to find another doctor. Their machine is not was not given for any conditions other than being given to them. Their colon and their small intestine do not work. All they need is somebody to take the device out. Patient services made an outbound call to rep to get the details on patient. The rep stated that they had helped patient in the past find a physician to help with their device. Rep stated that they knew that patient had been "fired" by a physician in the past because the patient "drove them crazy." Rep stated there were multiple physicians in the dothan, alabama area that work with the therapy so they were not sure why those doctors would not touch the patient. Rep stated that current physician retired, but there were 5 other doctors in that practice so patient could still contact that office and request the ins to be removed. Rep tried to call patient, but patient did not take the call. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted for fecal incontinence, gastrointestinal/ pelvic floor. It was reported that the patient stated their device was causing more problems than it¿s worth and they were ready to get it taken out. Patient stated it weakened their muscles and they didn't know any nerve damage that it potentially had done because they can barely have any tests done due to the device. Patient stated that they were living like they did prior to implant, they are living off laxatives. Patient stated they were told by the gastroenterologist that they never should have had the device and needed it taken out. Patient had called back at a later day and stated the hcp listings that were given are too far away. The patient also reiterated the same allegations referring to the ins causing weak muscles and nerve damage. There were no further complications reported.